Event description:
It was reported that the patient presented to the emergency room (ER) after receiving an inappropriate shock from their implantable cardioverter defibrillator (ICD). Device interrogation showed an inappropriate shock on atrial fibrillation (af) with rapid ventricular condition. Patient indicated she was symptomatic prior to receiving the therapy. The physician prescribed medication to control the af and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk (std)/results: ok. No anomalies were found.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 7122 competitor implantable tachy lead 4193, implantable pacing lead. (B)(4).